Event description:
Patient reported taking her normal dose of novolog at 6 pm and then went to the mall around 7:30 pm. Patient stated she tested her blood glucose in the car with a reading of 100 mg/dl; felt fine. Patient reported when she went to get out of the car, she stumbled but quickly grabbed some crackers and ate one before passing out on the ground. Patient stated paramedics were called and treated her with a shot of glucose in the vein and squeezed something in her mouth. Patient reported she was taken to the hospital where they tested her blood glucose with a reading of 44 mg/dl; gave her glucose, (B)(6) and cookies to bring her blood glucose level back up. Test strips are no longer available. Requested return of the alleged device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.